Event description:
It was reported that the patient received inappropriate atp and hv therapy due to atrial fibrillation with rapid ventricular response. Programming changes were made.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.